Event description:
It was reported that during the implant attempt, after placing leads in the header there was high right ventricular pacing impedance and high defibrillation impedance and no impedance in the superior vena cava coil. Multiple attempts were made to connect and reconnect and the impedances remained the same. A new device was then used and there were no impedance issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.